Manufacturer narrative:
Result: cracked head left siderail panel. Damaged footboard modules.

Event description:
It was reported by service report that the head left siderail panel was cracked, with fluid intrusion, and the footboard modules were damaged. No pt involvement or adverse consequences were reported.